Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint was received with return of device. Failure event observed during analysis.final analysis found an incomplete lead was returned in ten pieces. An insulation abrasion was noted at 2.6 cm - 2.7 cm and 4.1 cm and 4.2 cm which breached the outer insulatio. The abrasions were consistent with exposure to constant friction with another implantable device.(B)(4).